Event description:
The recipient is reportedly experiencing swelling at the implant site followed by intermittent lock with device use. The recipient was prescribed antibiotics for 10 days. Programming adjustments were made which has helped the recipient's performance.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's swelling reportedly resolved, however, the recipient is still experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. The internal visual inspection revealed that some resistors had corroded traces. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data and intrusion of the dye penetrant into the ics inner cavity due to a fine leak failure in the feedthru assembly. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance values of some resistors. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.